Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. If explanted; give date: unknown as information was not provided. The device was not returned for analysis as the lens was discarded. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. The manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 23.5 diopter intraocular lens (iol) was implanted in patient¿s ocular dexter (right eye) on (B)(6) 2018. Due to complaints of not being happy with od vision and will be getting an iol exchange with another provider. (B)(6) 2019 it was reported the explanted lens was not retained. No additional information was provided to johnson & johnson surgical vision.